Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer¿s pump ¿was not working properly¿. Additionally, it was reported that intermittent occlusion alarms occurred. No additional information was provided, and ultimately the customer reverted to an alternate method of insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.